Event description:
It was reported that during the procedure one drill bit broke and another bent. There were no issues on the part of the doctor, nor alterations in the surgical times, nor affections to the patient, achieving the surgery successfully. The drill bits were damaged when the procedure was already to be finished.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 323.062-15. Lot: 25058p2. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09 july 2024. Manufacturing site: jabil bettlach. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation of " 323.062, drill bit ø2 w/double marking l140/115 3" revealed that the drill bit tip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2 w/double marking l140/115 3 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.